Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 810:11:00 on channel a, an alarm which interrupted delivery. The device was infusing for one (1) minute at the time of the alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is vista balance 6.12.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code fc 810:11 was discovered and confirmed in the pump's event history during product evaluation. The root cause of the reported condition was not identified. However, p 1.5 upgrade was done following field corrective action requirements. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.